Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was about to be used.according to the complainant, during preparation when the handle was pulled back, the tip of the device stayed bowed. Additionally, there were no any visible damage noted to the packaging of the device. The procedure was completed with a second hydratome.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported having no issues.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was about to be used. According to the complainant, during preparation when the handle was pulled back, the tip of the device stayed bowed. Additionally, there were no any visible damage noted to the packaging of the device. The procedure was completed with a second hydratome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported having no issues.

Manufacturer narrative:
Visual evaluation of the returned device found that the working length was twisted and also it has evidence of actuation (curve). The cutting wire length was measured and found to meet within specification. Functional evaluation found that the device was able to bow; however it unbowed properly. Review and analysis of all available information indicated the most probable root cause for this event was handling damage since manipulation/handling of the device during unpacking/preparation could have caused the failure reported. A review of the device history record (DHR) was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.